Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the model and lot number which determines the date of manufacture and the 510k.

Event description:
The customer reported the endotracheal tube on a patient has kinked, causing the patient to de-sat. There was no report of any required intervention.